Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported poor communication and a sudden return of symptoms. The patient attempted to use the antenna to communicate, but this did not work. The patient programmer was able to communicate without the antenna attached. In regards to the sudden return of symptoms the patient would follow-up with a healthcare provider, however the patient had moved and did not have an established healthcare provider. The manufacturer provided a listing of healthcare providers in the patient's area. Patient status at this time of this report is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.